Event description:
Customer reported "equipment disconnection issues" with no details provided. There was no report of pt harm or medical intervention required. No further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.